Event description:
It was reported that noise was observed on the lead to device vector when the patient "reaches across chest to the right". The lead and device remain implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.